Manufacturer narrative:
Inspection of the download data found that the pod generated an 0x14 occlusion alarm during operation. Timeouts occurred at the end of runtime in tandem with the occlusion alarm. During fluid path testing, blood was observed inside the reservoir and on the needle tip. The formed needle was found to be occluded with blood. After clearing the blood blockage from the formed needle, fluid flowed freely through the complete fluid path. No damages or deficiencies were observed that would contribute to bleeding at the infusion site. The blood inside the formed needle was confirmed to be the cause of the 0x14 occlusion alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm/alert/advisory occlusion at the infusion site (arm). The investigation observed a blocked cannula. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours.